Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse with supplemental information provided by a consumer in the USA of hypotension and peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). On an unknown date, extraneal therapy was discontinued as it was not used in the hospital where the patient was admitted. Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date prior to the start of pd therapy, the patient had issues with hypotension. On (B)(6) 2012, the patient's blood pressure was so low that it required medical attention. On that same day, the patient was hospitalized for hypotension. The cause of the hypotension was unknown. The patient was not dehydrated from the dialysate solutions. Treatment for hypotension included changing dianeal solutions (details unknown) in the hospital. On an unknown date during the hospitalization, the patient developed peritonitis. The cause of the peritonitis was unknown. The causative organism was unknown. Treatment for the peritonitis included administration of unspecified antibiotics (routes, doses, and frequencies not reported) in the hospital. Antibiotic therapies were ongoing. The patient was still in the hospital and had not yet recovered from this peritonitis event. These events were not considered related to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.